Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after eating breakfast, with a blood glucose of 353 mg/dl, and completed troubleshooting and education by phone. Investigation of this case revealed no device malfunction reported and that blood glucose was affected following a meal, with cause unclear. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no long-term impact and no need for medical intervention or hospitalization. It was concluded that the event was user-related or physiological with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.